Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had flow issues during the infusion. The following information was provided by the initial reporter, translated from "ordered by the doctor to receive intravenous infusion. The needle free and closed infusion was used to divide the diaphragm. When the joint was connected to the PICC pipe, the exhaust resistance was great, and it was replaced immediately without affecting the patient."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device had flow issues during the infusion. The following information was provided by the initial reporter, translated from "ordered by the doctor to receive intravenous infusion. The needle free and closed infusion was used to divide the diaphragm. When the joint was connected to the PICC pipe, the exhaust resistance was great, and it was replaced immediately without affecting the patient."